Event description:
It was reported to boston scientific in 2007, that a hydratome rx sphincterotome device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in a female patient (age and weight unknown) the same day. According to the complainant, "during the introduction to the procedure, it was noticed that after the tome was placed into the scope and put into the patient the tip was frayed." The physician completed the procedure with this hydratome rx sphincterotome . No complications were reported as a result of this issue, and the patient was reported as "fine" following the procedure.

Manufacturer narrative:
A visual examination of the returned device confirmed the reported event. The returned unit revealed that the distal tip of the extrusion is damaged. However, there is not enough evidence to determine the exact cause of this issue.